Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was report via a journal article that a patient underwent varicose vein surgery on (B)(6) 2005 and subcuticular suture was used. Approximately 4 weeks post-operative the patient developed a subcutaneous infection. The patient also experienced extrusion of the suture, granuloma formation, inflammation, and delayed wound healing. The suture material was removed and the area was cleansed. The wound then healed uneventfully.